Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2016. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that patient underwent repair of mesh on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2016 due to recurrent hernia. No additional information was provided.